Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and unexpected restart alarm. Customer's blood glucose reading was 129 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when pressed and the device had an unexpected restart alarm. Customer declined to get a replacement insulin pump because their mother would come back from israel and bring them a new insulin pump.